Event description:
It was reported during implant surgery, after implanting the cervical spine locking plate cslp and putting in eight screws, the ninth screw popped the bushing out of the cslp. The surgeon had to remove the cslp and all nine screws and implant a new plate and nine, larger diameter screws. The surgery was extended by ten minutes due to the event. The first set of hardware was easily removed and replaced. The first plate and the ninth screw that popped out where saved for evaluation. The eight remaining screws were disposed by the facility. No complaint was alleged against these eight screws. The patient is reportedly is well. This report is for one, 4.0mm ti canc expansionhead screw self-tapping 14mm. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Lot number is unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.